Event description:
The advocate stated that customer tested his blood glucose using his 2 contour meters and received readings of 31 and 284 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement strips were sent to the customer.